Event description:
Related manufacture reference number: 2017865-2022-04687. It was reported that the patient presented at the emergency room, symptomatic of cardiac arrest. Upon interrogation, it was noted that the right ventricular lead(rv lead) exhibited under-sensing causing the initial ventricular fibrillation episode to not be observed. It was also reported that both the atrial lead and rv lead exhibited noise oversensing causing pacing inhibition and there was a chronic capturing issue with the rv lead. The reported leads were explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, the connector portion of the lead was returned in one piece for analysis. Final analysis of the lead found an external insulation abrasion consistent with friction to the device can. The cause of the reported event was isolated to the insulation abrasion found on the lead. No other anomalies were identified.